Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Event description:
The customer reported that their device was intermittently showing its service indicator and had logged several event codes. The customer also indicated that the device was intermittently showing a solid white display, which is indicative of a device lockup condition. There was no report of any patient use associated with the reported issue.